Event description:
During follow up on (B)(6) 2011, baxter product surveillance received a report from a patient that they had a leaking effluent sample bag during their therapy the previous night. The patient stated the bag itself was leaking, but they could not tell why. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011, regarding the reported event. The patient did not speak with their nurse about the leaking effluent sample bag and they have been continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a leaking effluent sample bag was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.